Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pn 31g 5mm 5b xtw 105bx de experienced a damaged or open unit package/seal where sterility of the product is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: sealing foil of the packaging is defective.

Event description:
It was reported that an unspecified number of pn 31g 5mm 5b xtw 105bx de experienced a damaged or open unit package/seal where sterility of the product is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: sealing foil of the packaging is defective.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.